Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that the unit display was missing segments. The unit was powered up and segments were observed to be missing from the oxygen saturation (spo2) side of the display during power on self test (post). There was no reported patient involvement. There is no report of serious injury or death associated with this event.